Event description:
Customer received a blood glucose reading of 216mg/dl on the suspect device. Emergency medical techs were called because the customer wasn't feeling well. The emts tested the blood glucose and recieved a result of 40mg/dl. A shot of glucose was given. No controls were run. A request for the return of the suspect device was requested. Replacement product was sent.